Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for this event. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug. At the time of this report, the patient outcome was not reported. Pd therapy was withdrawn during the treatment. No additional information is available.

Manufacturer narrative:
Additional update to b3: the event was reported to have occurred on an unreported date around june to (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.